Manufacturer narrative:
A boston scientific technical services consultant reviewed the remote monitoring data and did not identify and stored episodes or out of range measurements. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal event. No additional adverse patient effects were reported.